Event description:
Device 2 of 2; reference MFR report #: 3006705815-2018-03393. It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced.

Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2018-03393. Additional meaningful information received indicated that therapy was restored post-operatively.